Manufacturer narrative:
On november 30th 2020, mentor became aware of some data that was missing from initial report 1645337-2020-15137. Specifically, the brand name, common device name, procode and medical device problem code were inadvertently omitted. The relevant fields have been updated. To provide clarity, the device was used as a sizer in a clinical study and was not implanted permanently. This device is not marketed for sale in the us and is not subject to MDR reporting regulations. Manufacturer's reference number: (B)(4). Brand name updated from blank to smooth uhp 930cc. Common device name updated from blank to prosthesis, breast, noninflatable, internal, silicone gel-filled procode updated from blank to ftr. Medical device problem code updated from appropriate code/term not available to no apparent adverse event.

Manufacturer narrative:
Manufacturer's reference number: pc (B)(4) a blind device was received in the product evaluation lab on (B)(6) 2017 with no complaint information attached, and it could not be associated with an existing complaint. This was submitted as a serious injury in a psr submission ((B)(4)). On november 23, 2020 mentor became aware that this device was not implanted into the patient, nor is it marketed as a medical device. The psr report was submitted in error.

Event description:
A blind device was received in the product evaluation lab on (B)(6) 2017 with no complaint information attached, and it could not be associated with an existing complaint. This was submitted as a serious injury in a psr submission ((B)(4)). On november 23, 2020 mentor became aware that this device was not implanted into the patient, nor is it marketed as a medical device. The psr report was submitted in error.